Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The returned blade was evaluated for shedding and it was observed that there was evidence of mild surface burnishing on the inner blade tip. There was an indication of significant galling, on the inner blade, approximately 2.25" from the tip. Examination of the distal end of the outer tube, at the adapter body mold indicates that there is separation between the molded body and the outer tube, suggesting that pressure was applied to the device which caused an alignment issue between the inner and outer blade. This caused the inner and outer blade to flex, at which point metal to metal contact occurred. No further investigation is warranted at this time. (B)(4).

Event description:
During the intervention, the shaver blade started to show material abrasion in form of particles. The surgeon manipulated the shaver system as usual without exerting extreme pressure on the resection zone. With the help of the shaver flushing system the wear particles could be partially removed.